Manufacturer narrative:
During inspection and testing, service found that angulation was locked and could not be disengaged due to damage to the up/down sprocket. In addition, the bending section cover was worn, there was metal protruding from a break on the bending section cover, and there was buckling on the universal cord. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that angulation of the device was not possible in the up/down direction. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found that angulation was locked and could not be disengaged. This report is being submitted for the malfunction found during evaluation (angulation locked). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, abnormality on the bending section occurred and the sprocket was damaged. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor the field performance of this device.